Event description:
In 2003, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder bifurcated endoprosthesis. Follow up imaging found aneurysm growth without the presence of an endoleak. The physician has yet to determine the ongoing plan of care for this patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.